Event description:
Square shape welts, with large blister in center, multiple smaller blisters all around, 2 square icy hot patches on my calf. Dates of use: one day in 2007. Diagnosis or reason for use: chin splint pain.